Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe actuation failed during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of actuation. The returned sample was visually inspected and found conforming. The probe was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and non-conforming for aspiration and cut. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The sample was not retested for aspiration after it was disassembled since the sample was received with the aspiration tubing kinked and the reported event was for an actuation failure and was not for an aspiration failure. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The complaint evaluation did not confirm that the probe had an actuation issue. The evaluation did indicate that the probe had a cut issue. The most likely root cause for the cut non-conformance is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site as the probe sample was conforming for actuation and the exact root cause for the cut issue could not be determined from the evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).